Event description:
It was reported via repair work order that the foot end would not move. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results with determined the foot end not moving was due to a damaged power coil cable.

Event description:
It was reported via repair work order that the foot end would not move due a damaged power coil cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.